Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reports encapsulated, high, tight , has some pain under the axillary and looks weird, pain, visibility/palpability and capsular contracture baker grade unknown. Device remains implanted.